Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead with high impedances was explanted to address the issue. Post-op, patient was able to set their ipg to MRI mode and therapy was restored with other lead. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123496.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.